Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motion sensor test failure alarm and insulin pump did nothing else. It was reported that customer was in the hospital and was exposed to MRI and xray and insulin pump was not removed. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase; unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to a35 alarm. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.